Manufacturer narrative:
Report source. Country: (B)(6). Device evaluated by MFR: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having th11-l5 psf, olif and tlif. The patient's medical history is dialysis, nephrotic syndrome, cushing's syndrome, and ht. It was reported that the patient presented top adjacent intervertebral disorders and the additional surgery was performed for the extension to about th4 using a connector on (B)(6) 2022. According to the physician, the information is only the extension to about max th4 due to the adjacent intervertebral disorder of the patient underwent initial olif in the first or second case. The four screws on th12 and l1 had been loose and were four out of the fixation from th12 to s1. The four screws were replaced and the screws were returned to the patient. The revision surgery was performed successfully and hook on th4, ps insertion on th5-th11,ps replacement on th12 and l1 and the rods from th4 to l1 and from l2 to s1 were connected by striker's angle connectors. The bone graft was performed with gr strips 20 cm and completed. The type of the procedure was postoperative fixation extension of kyphosis. There were no further complications reported regarding the event.